Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic paraesophageal hernia repair procedure, when the strands of suture were used to tie interrupted closure/knots and the suture was manipulated with the robot needle driver graspers, over time, the suture would fray in the middle of the suture line and at the ends and break. The customer was still able to complete the case with this suture. There was no injury to the patient in this case.